Event description:
It was reported that a patient presented with under-sensing. The patient's lead function was stable and the malfunction was alleged on the patient's implantable cardioverter defibrillator. The physician planned to revise the system in the future. No adverse patient consequences were reported.